Manufacturer narrative:
The technician found the connecting rod was missing. He installed a connecting rod to repair the bed.

Event description:
Info received indicates the brake is not working on the foot end of the stretcher.